Manufacturer narrative:
Model number/catalog number: sc-1160, (B)(4), model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that following an implant procedure, the patient experienced numbness in both lower extremities and was diagnosed with hematoma at the lead site. It was reported that the hematoma was not device nor procedure related and the cause was unknown. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.